Event description:
According to the customer, an elevated ammonia (amm) result was generated by a synchron lx20 instrument and reported out of the lab. The amm result (sample a) was 275 ug/dl. The customer indicated that amm result of 275 ug/dl was consistent with the patient's clinical presentation. A sample (sample c) for amm was collected three hours later and the amm result was 23 ug/dl. The low amm result of sample c caused the customer to question the high amm result of sample a and decided to rerun sample a for amm. The repeat amm result of sample a was 49 ug/dl. Another sample (sample b) was also tested for amm in duplicate at this time. Sample b was collected at the same time as sample a, but was not immediately tested for amm. The amm results for sample b were 89 ug/dl and 81 ug/dl. The customer indicated that the patient was medicated based on the elevated amm result and the elevated result matched the patient's clinical presentation. The customer does not know what type of medication was administered or whether the initiation of treatment contributed to any injury to the patient.